Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. T:slim x2 user guide states, "always make sure that the correct time and date are set on your pump. When editing time, always check that the am/pm setting is accurate. Not having the correct time and date setting may affect safe insulin delivery.

Event description:
It was reported that the pump was recommending bolus amounts based off of a target blood glucose (bg) of 120 mg/dl instead of the expected 180 mg/dl. During troubleshooting it was found that the target bg levels were set correctly, but the pump am/pm time settings were switched. Reportedly, the customer adjusted the pump time while traveling, and believe the am/pm time settings were set incorrectly when adjusting the time back. Customer had elevated bg levels (260-270 mg/dl). Reportedly, customer's hormones may have contributed to elevated bg levels. Customer delivered a bolus to address elevated bg levels.